Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken to the emergency room for high blood glucose and dehydration. The blood glucose reading was 712 mg/dl. The customer was treated and released the same day. The customer stated that she works on the field and the device gets dusty and dirty all over the case, but she kept cleaning everyday. The customer also mentioned having no delivery alarms and high glucose levels very often. The customer also stated that her doctor wants to keep her off the insulin pump. No further info was provided.